Manufacturer narrative:
Result of evaluation: the reported complaint was able to be confirmed and duplicated by vyaire's failure analysis team. A damaged connector p/n 70581 conn,hdr,rt angle,20 pos,smt was noted. A replacement product was shipped to the customer by technical support.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator is defective as there is no display on the ventilator. The customer confirmed that there is no patient involvement associated with this reported event.